Manufacturer narrative:
The device has been returned for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, the indicator window of the exoseal changed to black-black pattern after the indicator wire was deployed. The physician did not deploy the plug, and removed the device before performing manual compression for hemostasis. There was no reported patient injury. After pci of a target lesion located in the mid lad, the exoseal was opened. There was no calcification or stenosis at the access site. A retrograde approach was made with a non-cordis sheath introducer. The physician achieved certification on the use of the exoseal. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. After the pci, the exoseal was inserted into the sheath introducer. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. It is unknown if bleed-back was noted. Just after deployment of the indicator wire, the graphic pattern in the indicator window changed to black-black. The physician judged that the indicator wire was caught in calcification or something, and rotated the exoseal, but the indicator window kept black-black pattern. Therefore, he stopped using it. Hemostasis was achieved by manual compression. No bleeding complications occurred during or after the procedure. There was no reported patient injury. The device was received by the decontamination lab with a bend. The device was not bent prior or after the procedure. It is unknown if the device was bent before shipping.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: during use of an exoseal device for vascular closure, it was reported that the indicator window of the exoseal changed to black-black pattern after the indicator wire was deployed. The physician did not deploy the plug, and removed the device before performing manual compression for hemostasis. There was no reported patient injury. A retrograde approach was made with a non-cordis sheath introducer. After pci of a target lesion located in the mid lad, the exoseal was opened. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no calcification or stenosis at the access site. The vessel diameter was greater than or equal to 5mm in diameter. The exoseal was inserted into the sheath introducer. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. It is unknown if bleed-back was noted. Just after deployment of the indicator wire, the graphic pattern in the indicator window changed to black-black. The physician judged that the indicator wire was caught in calcification or something, and rotated the exoseal, but the indicator window kept black-black pattern. Therefore, he stopped using it. Hemostasis was achieved by manual compression. No bleeding complications occurred during or after the procedure. The device was received by the decontamination lab with a bend. The device was not bent prior or after the procedure. It is unknown if the device was bent before shipping. The physician achieved certification on the use of the exoseal. One non sterile 7f exoseal was received inside a plastic bag. The deployment lever was not depressed. The indicator window was received in black and white position. The guard was depressed. The indicator wire was deployed. The plug was received in the delivery shaft. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. The indicator window changed in different positions black-on-white, black-on-black, and black/white/red position with expected during functional test therefore the failure of indicator window incorrect indication could not be confirmed. The cause of the failure could not be conclusively determined. Internals component and mechanisms were analyzed and no blockages or damages detected. The gap between the lock out plate and the indicator window was observed (as expected). No obstructions, loose or broken parts were observed. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black after deployment of the indicator wire before retraction of the exoseal vascular closure device. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. In this case it was suspected by the physician that the indicator wire caught on ¿calcification or something¿. Based on the information available for review, the failure ¿indicator window incorrect indication¿ reported by the customer was not confirmed since during functional test different positions were achieved on the indicator window: black-on-white, black-on-black/white and red position. The exact cause of the difficulty experienced by the customer could not be determined, however there are vessel characteristics (calcification) that may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that the reported difficulty experienced by the customer could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.